Manufacturer narrative:
Analysis received the unit with blank display due to moisture damage on the electronic assembly and motor assembly. Analysis was unable to test for vibrate anomaly or audio anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 91 mg/dl at the time of incident. She stated the insulin pump was vibrating without an alarm or alert. She stated the insulin pump display went blank after being exposed to moisture and a constant tone is occurring. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.